Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device displayed the following error message codes "status 66, status 105, cannot dump" on the monitor screen. The complainant indicated that there was no patient involvement in the reported failure.